Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that ???/hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Prior to going to sleep, the patient experienced inaccurate readings, bg was 16.4 mmol/l and the cgm reading was low. Around 3:45 am on (B)(6) 2023, the patient was asleep , and his wife found him having seizures. The wife checked dexcom device and saw a sensor error and no readings alert. The wife called 911, the paramedics took blood glucose reading which was 2.2 mmol/l. The paramedics did not treat the patient and he just ate something. The paramedics waited 20 minutes to make sure the patient was okay. When they left the patient´s bg was 4.0 mmol/l. At the time of the report the patient was doing okay. Data was provided for investigation. The problem of ??? Or hour glass or no readings or sensor error was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available.